Manufacturer narrative:
Device received with intermittent up button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked case at the display window corners, cracked lcd window, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had alarm signal of button error as it was impossible to press button up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.